Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient's right ventricular (rv) lead had a lead safety switch due to a single high out-of-range pacing impedance spike, over 2000 ohms on the impedance trend. Reportedly, noise signals were only seen in unipolar sensing, and were not seen or reproduced after switching to bipolar sensing and performing isometrics. Technical services reviewed the case and indicated this is likely an issue with the spring contact connection of the rv lead to the implantable pulse generator (pacemaker), and suggested programming unipolar pace with bipolar sense. This pacemaker remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient's right ventricular (rv) lead had a lead safety switch due to a single high out-of-range pacing impedance spike, over 2000 ohms on the impedance trend. Reportedly, noise signals were only seen in unipolar sensing, and were not seen or reproduced after switching to bipolar sensing and performing isometrics. Technical services reviewed the case and indicated this is likely an issue with the spring contact connection of the rv lead to the implantable pulse generator (pacemaker), and suggested programming unipolar pace with bipolar sense. This pacemaker remains in service and no adverse patient effects were reported.